Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needed help making changes to his pump. He stated that he was exercising more and wanted to change the time and the amount of insulin that he was using in his pump. He said that since he has been exercising more, he has been having low blood glucose. The customer stated that he had a real low blood glucose of 50 mg/dl. He was assisted with checking his settings and found that his pump was set to military time so he was assisted with adjusting it to am/pm. The customer was advised to speak with his doctor about any changes to his pump and about his low blood glucose that he experienced. He said that his blood glucose values have been better and that he just was not sure how to adjust his basal rates. The insulin pump will not be returning for analysis.